Manufacturer narrative:
The water level for sample probe rinsing was found to be too low. The field service engineer adjusted the probe rinsing. The issue was solved after this action. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tp2 total protein gen.2on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a total protein value of 4.23 g/dl and repeated as 6.48 g/dl. The total protein reagent lot number and expiration date were requested, but not provided.